Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a health care professional (hcp) who had called for MRI guidelines that the patient had the device explanted but the tip of the platinum based electrode lead tip was stuck in the s3 foramen. There were no symptoms reported and it was unknown when this occurred. There were no further complications reported.

Manufacturer narrative:
Initial reporter information was omitted in the first report. If information is provided in the future, a supplemental report will be issued.